Event description:
During ventilator check respiratory tech was draining humidity from the pt's breathing circuit. The circuit was opened at the exhalation valve and the water trap emptied and securely replaced. The ventilator began to flash "apnea" and the tech noted the pt was not ventilating. The pts oxygen level began to fall and decreased to 81%. The ventilator was not cycling despite pt effort. The pt was noted to be making gasping effort and exhaled tidal volume was noted at 64 ml. Demand valve on ventilator did not open, pt removed from the ventilator and rescue breathing with 100% oxygen via ambu bag was initiated. Ventilator immediately removed from service and replacement vent set up. During time vent not cycling no additional alarms appeared. Dates of use: (B)(6) 2012. Diagnosis or reason for use: respiratory distress.